Event description:
It was reported that following a silicon breast implantation, one 10 fr. Drain was placed on each side. The reservoirs used are believed to be 300 ml. Within the first 24 hours, the nurse checked the reservoir but found less than expected drainage in one of the reservoirs. The clinician tried to reactivate the drainage and checked for kinking. There were no signs of kinking or compression. The patient was not allowed, nor was comfortable sleeping on their side following the procedure. A hematoma in the breast was discovered. The drain was removed and no surgical intervention was required. All 4 channels of the drain were occluded. The drain for the other side was clear and was removed without any problems. There was no evidence of compression or kinking noted with the drain.